Event description:
Customer reported a generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the motherboard and buffer pcb. System operates as intended.